Event description:
Reported as "during the gastric prolapse revision surgery, the surgeon also noted there was a brownish fluid in the lap band system. The surgeon elected to remove and replace the lap band system."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). We believe that this damage was likely caused during surgery to remove the device. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."